Event description:
It was reported that during a cholecystectomy procedure, the surgeon felt difficulty in grasping the firing trigger at the first firing. After the procedure, the surgeon tried to fire several times. The clips were malformed as the jaw was wobbling. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.